Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6)2023, the patient had a hypoglycemic event in which she lost consciousness and has no recollection of hearing her alarm clock nor her husband. The patient's husband reportedly fed the patient four pieces of glucose and checked her blood glucose meter value which was 2.0 mmol/l. The cgm was 3.6 mmol/l in comparison. The patient eventually regained consciousness and measured her blood sugar again at about 7:30am the same morning. By that point, her blood glucose value had reportedly rose to 3.6 mmol/l while the cgm was 4.4 mmol/l. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a and b zone of the parkes error grid. No additional patient or event information is available.